Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous lesion in the proximal right coronary artery. A 3.5x38mm xience prime stent delivery system (sds) was advanced to the target vessel with no resistance; however, it was noted via angiography that the stent had dislodged from the balloon . A snare device was used successfully to retrieve the stent from the patient anatomy. A 3.0x18mm xience prime sds was used to complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the complaint device was a 3.0x18mm xience prime, not a 3.5x38mm xience prime as initially reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.